Event description:
It was reported that the patient presented for a follow up in clinic. The patient's right atrial (ra) lead exhibited noise, the lead was explanted. There were no adverse events. The patient was stable.